Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The device was later noted to have a lack of central endothelization. No additional information is known. It was further reported that the leak was through the fabric between the threaded insert and the shoulder of the device where it was in contact with the tissue.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The device was later noted to have a lack of central endothelization. No additional information is known.

Manufacturer narrative:
Aware date used as event date is unknown.